Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since implant, the right ventricular (rv) left bundle branch pacing (lbbp) lead exhibited rising and high thresholds. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. Both the rv lbbp lead and the ra lead remain in use. No patient complications have been reported as a result of this event.